Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose around 400 mg/dl. The customer also reported that they found leak in the reservoir compartment past both o-rings. The customer's blood glucose was 385 mg/dl at the time of incident. The customer's current blood glucose was 440 mg/dl. The customer stated that they were using the insulin pump to treat the high blood glucose. They had performed the self-test before the call and the device had passed. Troubleshooting was performed. The customer performed high pressure test and the insulin pump alarmed no delivery. The insulin did exit during prime. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.